Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and will not turn back on. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed and the customer stated pump was beeping and had counting numbers on the screen. Customer also mentioned he fell about a month ago and there is a crack at the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. The insulin pump was monitored and tested with no blank display and audio/beep anomaly noted. The insulin pump was received with broken battery tube thread, corroded battery tube, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.